Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was preparing for bed and her sensor adhesive was loosening. The patient applied band aids over the sensor adhesive then received a ¿wait up to three hours¿ message on her receiver. While waiting the three hours, the patient fell asleep and the next thing she recalled was waking to paramedics in her room. Her spouse stated she had fallen out of bed and lost consciousness. The patient had hit her head when she fell and sustained a lump on her head. The patient¿s spouse called emergency medical services who, upon arrival, performed a bg which was 30 mg/dl. The patient was treated with IV glucose, regained consciousness, and was transported to the hospital. The patient¿s bg upon arrival at the emergency department (ed) was 200 mg/dl. She was evaluated, treated with IV fluids, food, and juice. Additionally, a head computed tomography (CT) scan was performed which was negative for head injury. The patient¿s sensor and transmitter had been removed prior to the CT scan. After three hours, the patient was released from the ed with a bg of 80 mg/dl. At the time of the report, the patient was feeling okay. Data was provided for investigation. The problem of ??? Or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.